Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer experienced an error at power up. Power was cycled and the issue was resolved. The programmer remains in use. There was no patient involvement.